Manufacturer narrative:
Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. Analysis of the lead (B)(4) found no significant anomaly involved with the lead. Normal impedance values were found.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation therapy. It was reported that impedance values were greater than 40000 intraoperatively. The implant is brand new and the lead location is perfect, indicating contact 3 is the only contact with high impedance. The lead had been pulled out and wiped down several times and the contact continues to be greater than 40000 ohms. There appears to be lead damage in the lead and the potential to revise the lead. The lead was moved up just in case if it may be sitting on scar tissue, but still remained at 40000 ohms. The contact will attempt programming around contact 3, but the lead will be replaced. The outcome of replacement is unknown and no patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.